Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2018, with complaints of increased dizziness and a mild headache. At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. A head CT performed in the ed revealed a subarachnoid hemorrhage (sah). The patient was admitted to the hospital for frequent neuro monitoring. On admission, the patient had a supra therapeutic inr of 3.0, was hemodynamically stable and neurologically intact. Aspirin and warfarin were held and the patient was started on keppra for seizure prophylaxis. A repeat head CT was performed with following results: focal subarachnoid hemorrhage along the right parietal lobe, new from (B)(6) 2018. There was no cerebral edema, acute cortical infarction, mass, mass effect, or midline shift. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the h heartmate ii instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.